Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised their blood glucose levels fluctuate since they have had both high and low blood glucose levels in the past. Customer advised they had issues with sensors. Customer was advised replacement sensors would be sent. The insulin pump will not be returned for analysis.